Manufacturer narrative:
(B)(4). Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was no longer delivering fluid to the patient. The reporter stated the folfusor delivered 60ml of solution over 12 hours then the flow of solution stopped. The device should run for 48 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).. The device was received and the evaluation was completed to investigate the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed; the flow rate met product specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.